Event description:
Report received of refill of pump in the morning with a changed concentration-bolus done. Went into overdose by that night and in ICU for 3 days. Follow up with hcp revealed pt receives lioresal in the pump- programmer used is one of the older large models-nurse is unsure of number. Pt received a bridge bolus at approximately 1 pm. A mathematical miscalculation of the bridge bolus dose occurred - the decimal point was misplaced and resulted in a 10 fold increase over the intended dose. Hcp states there is no way to double check the mathematical result of calculations to be certain that the amount to be delivered in a bridge bolus is the actual desired amount before delivery of the drug. The pt gradually experienced increased lethargy, developed vomiting and became very drowsy and sleepy. They were taken to the ER at about 8-9 pm. The pump was interrogated in the ER and it was determined that the entire bolus had been administered at that time. Pt required intubation and 2 days hospitalization. The pump was shut down and therapy resumed 2 days later. Pt has fully recovered to pre event status and is doing well.